Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Concomitant medical products and therapy date. Detail of product: item # 0100010408, item name alpha insert me neutral hh/28, lot # 2239348. The manufacturer did not receive x-rays, or other source documents for review. He manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent to a second revision due to pain, wear and pseudotumor of the thigh with suspected septic overlap.

Event description:
Please refer to report 0009613350-2018-01091.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to osteolysis, wear. Event description: it was reported that the 62 years old patient received thr due to dysplastic coxarthrosis on (B)(6) 1998 (initial surgery). For this intervention, a metallic femoral stem was used, whereby the item number, the lot number, the brand and the size are unknown. The patient underwent first revision on (B)(6) 2005 for acetabular mobilization. Three devices were implanted here. Two of the devices are covered in this complaint (allofit cup, alpha insert). The third device (head) is covered in related complaint (B)(4) (valence split case). Years after the first revision, the patient showed pain and swelling of the right leg. Patient examinations carried out by the department showed probable wear of the metal on metal coupling of the prosthesis with the formation of a voluminous pseudotumor of the thigh and a suspected septic overlap. Due to this, a second revision was carried out on 12.09.2018. A complete removal of the prosthetics and a subtotal excision of the pseudotumor were conducted. Duration of the surgery was 2 hours and 3 minutes. Review of received data: two x-rays dated (B)(6) 2018 before the revision surgery were received. One being ap pelvis view and one lateral view x-ray. Cup inclination angle is about 39°, lateral overhanging of the cup. Proximal femoral in zone 1 and 7 to gruen recognizable osteolytic bone changes , also periacetabular in zone 1 and 2 to delee and charnley. In the lateral view in zone 3 to delee and charnley an additional radiolucent area is visible anterolateral femoral no bony support recognizable, pronounced osteolysis posteromedial femoral. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: since the stem is unknown, the compatibility check could not be performed between the stem and the zimmer cup/liner. However, the cup and liner combination is approved. Conclusion: the patient underwent a final revision surgery 12 years and 6 months after the previous revision surgery of the hip joint with change of the head, cup and liner on 7/19/2018. X-rays taken before the op confirms radiologically visible pronounced osteolytic bone changes around the proximal prosthesis stem and the cup. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Based on the given information the existence of osteolysis could be confirmed. Reported infection could not be confirmed with the information available at the hand. The sterilization certificates of the affected lost have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, it is highly unlikely that the products contributed to a possible infection after approx 13 years in-vivo time. Absence of surgical reports, previous x-rays to evaluate the positioning of the components during time in-vivo, products for investigation makes it not possible to find a root cause for the event. The wearing out of pe liner and metal wear have most likely led to the failure at the end. But it is unknown what was the root cause of these hazardous situations. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).